Manufacturer narrative:
Pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify off no power alarm, failed battery test alarm, battery out limit alarm, low battery alarm due to blank display. Pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced battery out limit, failed battery test, low battery alert, blank display and off no power anomaly. The customer's blood glucose value was unknown. The customer stated that they did not receive a low battery alert prior to the off no power alert. The customer stated that the battery cap is not loose, cracked or damaged. The product was returned for analysis.